Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor and diabetic ketoacidosis. Reportedly, customer consumed carbohydrates and did not inform parent. Additionally, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Bg was addressed via a correction bolus, and fluids. No additional information was provided.